Manufacturer narrative:
The device was evaluated by the manufacturer and the service technician found corrosion damage which caused heat from friction. The device was repaired and returned to the customer.

Event description:
The customer reported that the motor overheated while testing. There was no patient involvement and no adverse consequences reported.